Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported difficult or delayed positioning associated with the clip interacting with the anatomy resulting in positioning failure associated with leaflet capture appears to be related to patient conditions and due to interactions with the subvalvular mitral annulus calcification (mac). Image resolution poor was related to procedural conditions during the procedure as it was noted that it was difficult to visualize the leaflet insertion for the second clip. Unspecified tissue injury (chordal rupture) appears to be due to several capturing attempts. Tissue injury/damage is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was successfully implanted. To further reduce mr, an additional clip was inserted, but after several capturing attempts, a chordal rupture was observed. Therefore, the physician decided to remove the clip and discontinue the procedure. Mr reduced to a grade of 2. It was noted that it was difficult to visualize the leaflet insertion for the second clip. There was no clinically significant delay in the procedure.